Event description:
It was reported that the patient underwent a revision procedure wherein the leads were replaced to mitigate any migration due to the constant movement. The patient was doing well postoperatively. All explanted device components will not be returned as they were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16130546.